Manufacturer narrative:
The device was received by resmed and an evaluation confirmed the complaint. The internal battery was replaced to address the battery issue. The device software was upgraded to address the issue of the self-test. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. The reportable event occurred outside the us. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery error message. It was also noted that the device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.